Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was shut down without warning. Customer blood glucose level was unknown. Customer also stated that the buttons has to double press to get them to respond. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime/fill anomaly noted. Insulin pump passed self test, a21 error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display and unexpected battery power loss noted. (B)(4).